Manufacturer narrative:
This is the first complaint reported for this finished goods lot. A review of the device history record indicates that the order was built to specification. The returned sample was visually inspected and no obvious defects were found. A console representing the current software version was used to test the sample. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure calibration successfully. No anomalies were observed during priming. The infusion pressure was measured at multiple set points throughout the console range and met specifications. No system message code was generated during testing. The sample passed remaining functional and performance tests. The root cause of the customer's complaint is not known; the returned sample met specifications. (B)(4).

Manufacturer narrative:
A product sample was received and it is awaiting investigation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A scrub technician reported that a vitreous hemorrhage occurred during a vitreoretinal eye surgery. "The eye was not being infused properly". The surgeon increased the infusion pressure. However, "the eye presented as soft through out much of the case". The surgeon opted to end the case but the procedure was not completed. Additional information and product sample have been requested for this report.